Event description:
Patient reported piston rod continuing to rewind in the infusion device after it reached the full rewind position. He indicated that he could hear the motor running and only the arrows symbolizing the rewind were displayed on the screen. The e6 (mechanical error) alarm was not displayed. Patient stated that during the previous four cartridge changes, the e6 alarm displayed. He did not report experiencing any physiological effects related to this issue. No medical treatment was required. Product was requested to be returned for evaluation.